Event description:
It was reported that during an unknown procedure when using the coblator ii controller there was inconsistent plasma, it was not cauterizing as it should. The patient involved experienced a post-operative bleeding. It is unknown how was the procedure completed and if there was a surgical delay. No further complications reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A clinical review found without the requested clinical information a thorough medical investigation cannot be rendered. The patient's current condition is unknown and the patient impact beyond the reported change in surgical technique and postoperative bleeding could not be determined based on the limited information provided. Should any additional clinical information be provided this complaint will be re-evaluated. A visual inspection observed a cracked bezel. A functional evaluation revealed no issues. Voltages passed and did not fluctuate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a tonsillectomy procedure when using the 'coblator ii controller' there was inconsistent plasma generation, it was not cauterizing as it should. The procedure was completed with a non-significant surgical delay using suction cautery instead. The patient involved experienced postoperative bleeding which was then treated with cauterization. No further complications were reported.